Event description:
It was reported the patient was admitted to the emergency department after receiving inappropriate therapy due to high impedance of the subcutaneous high voltage ventricular lead. The lead remains in use. It was also noted that the patient alert triggered. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.